Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump may not have been delivering insulin properly for several days leading up to the call. The customer stated that she had been experiencing high blood glucose levels and thought they may be due to the insulin pump. The customer reported that the insulin pump was missing edges around the rim, which prevented the reservoir from staying securely in place. Blood glucose level at the time of the incident was 230 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.